Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set cannula was bent in half. Reportedly, the patient had high blood glucose levels in the last four days and the emergency medical service was called. The patient felt weak, had vomiting, was confused, had difficulty in breathing and experienced diabetic ketoacidosis. When the ambulance arrived, they did labs because the meter would not read above 400 mg/dl and the labs came back at 798 mg/dl. Subsequently, the patient was admitted in the intensive care unit and the blood glucose was reported to be 238 mg/dl in the morning of this report. The site location was the patient's hip area. The infusion set had been in use for four days because the patient was in the hospital and site was not been used since then. The patient was currently in the hospital and was being admitted in the hospital for four days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.